Manufacturer narrative:
Field b4: date of this report field d4: added "model number (6649) and UDI number (B)(4)." Field d9: updated to "yes" field g3: updated "date received by manufacturer" 05/30/2025 field g6: updated to "follow-up # 1" and "30-day" field h2: selected correction to add "device evaluation summary" and "additional information" to add the model number and the UDI number. Field h3: updated to "yes". Field h11: added description of changes.

Manufacturer narrative:
Field b3: corrected "date of event" from 04/30/2025 to 04/01/2025. Field g6: updated to "follow-up # 2" and "30-day".

Event description:
A health care professional (hcp) reported that a patient developed phototoxicity from a vitrectomy surgery involving the use of an artevo 750 / 850. The case was about 1:45 hours in length and no unusual medications were used. The patient had a straightforward vitrectomy without complications or even contact with the macular surface. However, about 1 month postop, the patient has paracentral vision changes as well as changes to the ellipsoid zone on ocular coherence tomography.

Manufacturer narrative:
The reported issue seems to stem from the use of endo-illumination in a complex vitrectomy procedure rather than a malfunction of the artevo 750 microscope.